Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she made a call to her doctor and her blood glucose has been between 400 mg/dl and 500 mg/dl. Customer stated that she has been having high blood glucose since this morning. Customer's blood glucose was 456 mg/dl at the time of the incident. Customer's current blood glucose is 400 mg/dl. Customer stated that she had nausea earlier and was really sweaty and agitated right now. Customer stated that she changed everything out and has not treated because she is waiting until her doctor calls her back. Customer stated that she has a syringe but was not sure what ratio the doctor wants her to use. Customer has treated with the pump and has changed the infusion set twice today. Customer had a bent cannula earlier and a no delivery alarm that was resolved by a set change. Customer had to restart because the tubing was not fully clamped. The pump passed the high pressure test and customer was advised that the pump was working as designed.